Event description:
Reportedly, as the surgeon put the needle thru the sewing cuff, it created a pull in the thread. A thread was pulled up away from the sewing cuff, another valve was implanted.

Manufacturer narrative:
Device not returned.